Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's saphenous vein graft to the proximal circumflex artery. Upon inflation to 6 atmospheres for 10 seconds, the delivery balloon burst. An ECG showed st elevations. Two minutes later, the st elevations decreased and the pt complained of chest pain. Nitroglycerine was administered. The sds and stent were removed from the pt without complication. The ECG then returned to baseline. Subsequently, another coronary stent with delivery system was successfully deployed at the target lesion site. There were no add'l clinical sequelae reported relative to the event.